Event description:
It was reported that the patient underwent revision for unknown reasons. The tibial and femoral implants were revised. The patella button was retained. No additional information has been provided.

Manufacturer narrative:
(B)(4). G2: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (synovasure negative, no indication/diagnosis provided for revision. Patella button stable and was retained. Tibia and femoral components were removed. Reaming for new stems, trialed, final lcck implants placed. No complications) this complaint can not be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional associated products(reported) unk nexgen tibia lot# unk. Unk nexgen femoral component lot# unk. Unk nexgen patella button lot# unk.s